Event description:
The customer reported that the system's images were overlayed on the monitor. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and was unable to duplicate the reported problem. The display adapter, image processor and video control printed circuit boards were reseated. The system was tested and found to be working as intended and put back into service.